Event description:
It was reported that the customer experienced high blood glucose and fainted. The paramedics were called and the customer was taken to the emergency room with high blood glucose of 224mg/dl and slightly elevated temperature. The customer was treated with an insulin drip. It was stated that the customer was found in the garage awake, but unresponsive and incoherent. The caller stated that the insulin pump alarmed button error. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump received in with unresponsive button due to corroded keypad trace. The device passed the rewind, basic occlusion, prime, excessive no delivery and displacement tests. A broken belt clip slot and scratched display window was also noted.